Manufacturer narrative:
(B)(4). Product not returned for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Costumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 52 mg/dl.the customer's expected fasting blood glucose test result range is 125 - 135 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 90 mg/dl and 110 mg/dl. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 03/23/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Memory concerns:all low results. The customer is testing five to seven times a day and. The customer has not made any recent changes in the diet, exercise regimen, or medication. The customer stated that had a soda less than two hours prior to performing the back to back blood tests.